Event description:
Pt had a closed capsulotomy in 1986 with the implant breaking and the doctor replacing the implant. Pt alleges having achey joints and pneumonia. Pt also alleges implant to be ruptured, flat, distorted and cannot feel the sack.